Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7113187 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7112889 model/catalog description: linear st lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had incisional infection. Symptoms of sudden onset of persistent leaking from generator incision after bending over. The physician did not confirm that the infection was not device or procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.